Event description:
Rec'd info from fmc customer serivice, reporting an internal leak of the dialyzer as "blood leak". The reported leak occurred as the pt treatment was initiated with a reused dialyzer, use #2. Estimated blood loss 150 ml reported. The health care professional confirmed the following: as soon as the leak was detected by the blood leak detector, the dialysis was discontinued and 150 ml of blood was discarded from the dialyzer and arterial line. There were no adverse effects to the pt and no med intervention was required. The hematocrit was stable. MDR filed due to blood loss reported. The dialyzer was saved for evaluation. Instructions given and written for return of sample to mfg. Four attempts were made to retrieve sample from customer on 08/26/1998, 08/18/1998, 09/10/1998 and 09/18/1998.